Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. A visual inspection did not reveal any abnormalities. A liquid leakage test for luer slip fitting was conducted and revealed no abnormalities. A luer gauging test was conducted and revealed that the two piece luer body was too small for both samples, confirming the reported condition. The root cause was determined to be due to the mold insert being undersize/oversize. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The facility pain management nurse reported to baxter (B)(4) a clearlink continu-flo blood/solutions set that was leaking near the patient end. It was reported that the luer lock seemed be different sizes. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.